Event description:
This complaint is reportable based on the analysis completed on (B)(6), 2012. It was reported that during a stenting treatment procedure the stent delivery system (sds) would not cross the lesion. The 95% stenosed target lesion being treated was located in the severely calcified left circumflex (lcx) artery. A 3.50x16mm promus element sds was advanced and was unable to cross the lesion. No patient complications were reported and the patient status is stable. However, the returned product analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a visual and microscopic examination identified a kink 25mm proximal to the tip of the device (on the balloon and stent section). As a result of the kink, the struts on the eighth and ninth row from the distal end of the stent were lifted up. A strut on the first row on the proximal end of the stent were slightly raised. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).